Event description:
It was reported that the footswitch cable is broken. The max power level did not activate during procedure. The min power level worked intermittnetly and then caused a footswitch error. No patient consequence.